Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.